Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was downloaded and reviewed, no errors related to the customer complaint were observed. The reported event of a hardware error was not confirmed. A root cause could not be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact, foreign distributor did not report any injury or medical intervention.